Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture had an easy disconnection problem. It was reported that the surgeon felt that the suture broke easier than past experience and the suture detached/pulled off from the needle during use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported that the device had a pull off - suture needle issue. One opened folder with a re-park needle-suture in two section of product code j546 was returned for analysis. The product code is double armed. During visual inspection of the sample, the swage and attachment area were noted to be as expected; no pull off needle was observed. However, the suture has begun with degradation process and this cause that the suture had an easy disconnection from the needles. Due to condition of the sample, the functional test could not be performed. In addition, foil was not returned for evaluation to determine if any damaged was present, that could be attributable to degradation of the suture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident.